Manufacturer narrative:
The device lot number was not provided. The device will not be returned for analysis as it was implanted; therefore, the event cause could not be determined. However, based on the reported information, the cause of pipeline did not fully expand is most likely the patient's anatomy (stenosis). Off-label use: the pipeline device was used to treat an internal carotid artery dissection and pseudoaneurysm with significant flow-limiting stenosis. Per pipeline instruction for use: the pipeline¿ embolization device (ped) is indicated for the endovascular treatment of adults ((B)(6)) with large or giant wide-necked intracranial aneurysms (ias) in the internal carotid artery from the petrous to the superior hypophyseal segments. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis. The post-procedure event for this patient from the same article is reported in MDR MFR 2029214-2015-05156.

Event description:
Medtronic received information from literature review that a pipeline did not open requiring balloon angioplasty during the procedure. The patient was treated with pipeline embolization device (ped) for an internal carotid artery dissection and pseudoaneurysm with significant flow-limiting stenosis. The ped was introduced and deployed over the ophthalmic segment and down into the cavernous segment, with an area of the device that did not fully expand. A balloon was used to expand the cavernous segment. Final anterior-posterior and lateral angiography revealed complete revascularization of the carotid with obliteration of the pseudoaneurysm and restoration of normal vessel caliber and flow. No injury was reported as a result of this procedure. Citation: vega ra, brzezicki g, reavey-cantwell jf, et al. Delayed collapse of a pipeline embolization device. Neurosurgery. 2015 sep 29.